Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marksman catheter deployed the dense mesh ped2-375-16, but the stent's tip did not open properly.  After healthcare provider (hcp) deployed it further by about 10mm and making multiple adjustments, the tip still did not fully open.  Subsequently, a dense mesh of the same model was used for treatment. The patient was undergoing surgery for treatment of an unruptured right ophthalmic artery aneurysm with a max diameter of 4 mm and a 3.75 mm neck diameter. The landing zone was 3.5 mm distally and 3.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. The patient's medical history includes aids. It was unknown if there were any patient symptoms or complications associated with this event. The angiographic result post procedure was that the patient recovered well after the surgery. Ancillary devices include a marksman microcatheter.